Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, the customer was unable to successfully load a cartridge on the pump and as a result the customer went to the emergency room and was subsequently admitter to the hospital with an elevated blood glucose (bg) level of 567 mg/dl and high ketones that the health care provider determined to be dangerous and life threatening. Customer was treated with manual injections while in the hospital. At the time of the call with tandem technical support (cts) the issue had been resolved and the customer experienced no permanent damage. Additionally, customer experienced a low bg value of 39 mg/dl while admitted to the hospital. Multiple attempts were made by cts to follow-up with the customer on the reported events; however, no response was received and no additional information was able to be obtained regarding the release date and the low bg.